Event description:
It was reported that a shuntassistant 2.0 (# fx576t) was implanted during a procedure performed. According to the complainant, the valve caused a blockage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 76 years. Height: 180 cm. Weight: 70 kg.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: because the shuntassistant 2.0 is not permeable, a computer control test is not possible. Internal inspection: after dismantling of the valve, deposits were found in the valve. Results: based on our investigation results, we can determine a blockage in the valve. The determined deposits can be named as the cause for the blockage. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.